Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, yes; clip stack pressure, good; clip staging, n/a; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 1. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, n/a; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused ethe reported instrument's "staples were malformed" during surgery. The applier was received with the last remaining clip loaded in the jaws. The applier was in good physical condition and was examined and found to be functional. The applier was cycled and formed the remaining clip within design specification and without incident. It was concluded that the applier was conforming to design specifications. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the staples were malformed. There was no patient consequence.